Event description:
Additional information received reported the patient's leads and extensions were removed about a year ago.

Event description:
Additional information reported the patient was shocked during an MRI test 10-15 years prior to the date of follow-up. It was noted the patient was told it would be ok and then received the shock and had to stop the MRI. It was restated the patient had experienced third degree burns from the implantable neurostimulator (ins) as previously reported.

Event description:
It was reported the stimulator caused "third degree burns inside" the patient and was removed over a year ago (the specific date was unknown). The stimulator was explanted due to burning; only the leads remained implanted. The patient requested that a manufacturer representative be contacted. The patient and their primary care physician "had parted ways." Add'l info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).